Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 63 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿magnetic resonance imaging in patients with cardiac implanted electronic devices: focus on contraindications to magnetic resonance imaging protocols.¿ europace (2017) 19, 812¿817. Doi:10.1093/europace/euw122. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable pulse generator (ipg)/implantable cardioverter defibrillator (ICD) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. It was reported that the ipg device showed a change in battery voltage after the magnetic resonance imaging (MRI); however, the voltage returned to baseline by three months post-MRI. There was no intervention or reprogramming completed. There was also reported "extensive artifacts" shown from the ICD; with no intervention taken. The author reported there was one (1) patient with ¿recurrent¿ seizures who had a fractured lead which was found one month after the magnetic resonance imaging (MRI) was completed. There were no changes in sensing and capture thresholds right after the MRI and one week post-MRI. The status/location of the ICD/ipg system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.